Event description:
It was reported that within a few days of implant, it was noted that the device exhibited a missing ventricular pace that occurred every hour and a half. The ventricular sensitivity was reprogrammed, and the pacing issue was resolved. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory revealed pauses in pacing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).